Event description:
Same case as MDR ID: 2134265-2014-06553. It was reported that a rotawire tip detachment occurred. The 75% stenosed, 10 mm x 3.00 mm target lesion was located in the mildly calcified and moderately tortuous proximal end of left anterior descending (lad) artery to mid lad. A 1.50 mm rotalink¿ plus and a 330 cm rotawire¿ and wireclip¿ torquer were advanced to treat the lesion. During ablation, the physician kept advancing and retracting the burr at slow speed between 120,000 - 130,000 rpm approximately for one minute. However, rotational speed was decreased 2,000 - 3,000 rpm. Post ablation, cineangiocardiogram was performed and revealed a 10 mm distal tip had detached and remained within the target lesion near the bifurcation of 2nd diagonal branch. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).